Event description:
It was reported that the asymptomatic patient presented remotely. Post-paces t-wave oversensing was observed on stored records. The patient did not receive therapy during the oversensing. Programming changes were recommended. Patient condition was good.

Manufacturer narrative:
(B)(4).